Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with rising lactate dehydrogenase (ldh) levels. Pump thrombosis was suspected. The log file captured a no external power event on (B)(6) 2020 that was caused by power to the mobile power unit to be briefly interrupted. The patient had lost power during this time. The log file captured another no external power event on (B)(6) 2020 due to simultaneous power lead disconnects while the patient was switching power sources. The patient also has very low haptoglobin. The patient is not in heart failure and is euvolemic. A CT scan was performed which was negative for thrombus. The patient was discharged on (B)(6) 2020.

Manufacturer narrative:
Section b5, g3: additional information. Section h4: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The account submitted a log file for review. No external power events were captured on (B)(6) 2020 at 16:09:42 and (B)(6) 2020 at 13:37:40. The system continued operation on the backup battery until appropriate power sources were reconnected as intended, and support was not interrupted as a result of these events. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the patient admitted with elevated lactate dehydrogenase (ldh) levels and low haptoglobin. The account reported that pump thrombosis was suspected. The patient is not in heart failure and is euvolemic. A CT scan was performed and revealed the patient was negative for thrombus. The patient¿s ldh levels decreased after heparin drop and now on low molecular weight heparin instead of coumadin. The patient was discharged on (B)(6) 2020. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017 via customer order (B)(6). The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was asymptomatic. The site account reported there were no plans for pump exchange. Ldh decreased after heparin drip, patient put on low molecular weight heparin instead of coumadin at home.